Manufacturer narrative:
(B)(4).

Event description:
While the philips bench technician was evaluating the heartstart mrx defibrillator, the error log "charge/shock failure - therapy pca" appeared during the autotest. There was no pt involvement.